Manufacturer narrative:
Only the ligator head was returned for analysis. No visual residue was found on the device prior to decontamination. A visual examination of returned device found that the suture was intact and attached to the ligator head. It was noted that all seven (7) bands remained on the ligator head; however, the first five bands moved out of the position. The ligator head teeth were observed to be damaged with two teeth broken off. Based on the evaluation of the device, it is possible that the trip wire was not properly tightened and secured during the procedure or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damage the ligator head teeth. The reported complaint cannot be confirmed since the handle assembly and the trip wire were not returned for analysis. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-02905 and manufacturer report #3005099803-2015-02960 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first and second bands of the first device (captured by manufacturer report #3005099803-2015-02905) deployed simultaneously inside the patient. A second speedband device (captured by manufacturer report #3005099803-2015-02960) was used but it was noticed that the first and second bands were intertwined with each other and failed to deploy outside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-02905 and manufacturer report #3005099803-2015-02960 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first and second bands of the first device (captured by manufacturer report #3005099803-2015-02905) deployed simultaneously inside the patient. A second speedband device (captured by manufacturer report #3005099803-2015-02960) was used but it was noticed that the first and second bands were intertwined with each other and failed to deploy outside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.